Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump suspended insulin and shut off with no warning. Customer's blood glucose was unknown. Healthcare professional had been notified. Troubleshooting could not be performed due to customer not being available with insulin pump. Caller would call back for troubleshooting and pump replacement.